Event description:
A report was received that the patient developed a hematoma at the ipg site. The patient was also under observation for infection due to redness at the incision. The patient was given a dose of zosyn and keflex.